Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic legal received information from the attorney of the family on april 12, 2023 regarding insulin pumps allegedly subject to the safety notification related to missing or broken retainer rings. Reporter alleges that the use of medtronic insulin pump caused personal injuries to the customer on (B)(6) 2019. Reporter alleged that the customer was hospitalized on (B)(6) 2022 and stayed at the intensive care unit that led to customer's death. No further details were provided. The allegation did not specify the pump identifier (serial number) that was in use at the time of the incident. If and when additional details become available, the information will be supplemented. Troubleshooting was not performed. The event involved product(s) mmt-332a, unomedical and mmt-1715k, mmt-1715k. Troubleshooting was not performed. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. No further patient complications were reported. No product return is required for mmt-332a, unomedical and mmt-1715k, mmt-1715k.